Event description:
IV pump seemed to free-flow after nurse set up morphine bag and put cassette into pump. Pump did self test then message: "stopped, distal line occlusion, press reset" but fluid flowed from bag through cassette into pt. Nurse took line from pt. No pt injury. Found needle cap wedged in region of pump where cassette fits. Did not obstruct cassette or door closing. Duplicated flow once more on test but not recently or consistently.